Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm false upstream occlusion alarms in the event history log. The device evaluation determined the upstream sensor had failed (low fluid reading from the upstream sensor), a part which has a causal relationship to false upstream occlusion alarms. As a result, the upstream sensor has been replaced.

Event description:
It was reported that a spectrum pump had an "occlusion". Any patient involvement, injury or medical intervention is unknown. No additional information could be obtained by baxter.